Event description:
It was reported that during the implant attempt that the lead pin could not be inserted into the port even after multiple attempts. The device was not implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.